Event description:
It was reported that the patient had a pulmonary embolism one year ago. Additional information received reported that the embolism was related to surgery not the device. The patient was placed on anti-coagulation therapy, hospitalized for a week, and the patient fully recovered. Additional information received reported that the patient had developed the embolism within 24 hours of his device (lead) replacement surgery. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3550-39 lot# n334884, implanted: 2012 (B)(6), product type accessory product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 3887-33 lot# v519452, implanted: 2012 (B)(6), product type lead product ID 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 355031 lot# n261750, implanted: 2010 (B)(6), product type screening device product ID 3887-33 lot# j0314145v, implanted: 2003 (B)(6), product type lead product ID 3887-33 lot# j0313942v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional review indicates the information in MFR. Report # 3004209178-2013-16126 pertains to this manufacturer's report. Any additional info will be reported in this report.